Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced intermittent audio output from the receiver and an adverse event on (B)(6) 2016. The patient stated her puppy woke her up because she felt weird and strange. The patient looked at her receiver and it was reading 45mg/dl, patient could not think straight and she could not move. She had some gatorade beside her bed and drank it along with cheese crackers. The receiver then showed 67-68mg/dl and she was able to function okay. The patient checked the glucometer and the cgm was accurate. The patient was afraid to go to sleep and got some coffee with scrambled eggs until she was stabilized. No medical intervention was required. It was indicated that the event was due to an intermittent audio issue from the receiver. At the time of contact, the patient was doing well. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.